Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and 20mm watchman flx pro closure device and delivery system (wds) were selected for use. There was no boston scientific (bsc) clinical support present during time of procedure due to lack of knowledge of case. Per the physician's report, the transesophageal echocardiography (tee) pre-measurements were a maximum ostial diameter of 10.2mm at 135 degrees and depth of 10mm. Knowledge of sizing being off label was known and the procedure was continued. The proper procedural steps were taken and a 20mm closure device was attempted to close the appendage. After 5 recaptures, an acceptable position was accomplished, and the physician felt the device was acceptable to release. Once released, the closure device embolized from the laa, to the left ventricle (lv) and out of the aortic valve where is lodged itself in the abdominal aorta. A 16fr non-bsc introducer sheath was inserted in the right femoral artery along with a non-bsc 12fr deflectable sheath inside of it. Using a biopsy forceps device, the closure device was grasped and recaptured into the 12fr sheath and then brought into the 16fr system and removed from the patient. The patient had no complications during this procedure and will continue their oral anticoagulation (oac) therapy. Another device was not attempted and there is no plan for future laac attempt.